Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the harmonic ace instrument had a recognition issue as a prompt was displayed on the screen suggesting the user to replace the instrument. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace was analyzed and found to have the blade broken at the base. A piece approximately 0.085" x 0.316" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint regarding the harmonic ace not recognizing was confirmed by failure analysis.